Event description:
On 4/5/1998 the account reported an erratic beta-human chorionic gonadotrophin result of 0.0 mlu/ml, which was run on the axsym analyzer. A flag was given to warn the user of the event. The result was questioned by the physician and repeated two times, giving 80,000 mlu/ml. The customer believes the erratic result was generated due to bubbles in the sample. No report of any injury. The new v bhcg disk was installed on 4/9/1998.